Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when attempting to charge the pump with the adapter the adapter "exploded" resulting in damage to the charging section of the pump. Customer experienced a blood glucose (bg) level ranging between 183-183 mg/dl and burns on hands. Medical intervention was not required for the burns. Reportedly, the customer reverted to manual injections for insulin therapy.